Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high accutni results, generated by the access immunoassay sys for two pts. Customer tested a sample for accutni and obtained a result of 18.49ng/ml. This sample when re-tested gave a result of 1.70ng/ml. The sample, when aliquoted and re-analyzed, gave results of 0.01ng/ml and 0.13ng/ml. The sample was rerun on a different instrument and a result of 0.02ng/ml was obtained. A sample from another pt was tested on the access instrument and gave a result of 13.41ng/ml and 0.44ng/ml when re-tested. Upon repeat on a different instrument, a result of 0.04ng/ml was obtained. Erroneous results were not reported outside of the lab. There was no death, injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Pt one's sample was collected in plastic bd lithium heparin tube with gel and was sampled from a 1ml insert cup. The sample was centrifuged at 3150 rpm for 5 minutes at room temp in a fixed angle centrifuge. Pt two's sample was collected in plastic greiner lithium heparin tube with gel and was sampled from a 0.5ml sample cup which is not validated for use on the access, and the customer noted that this sample was a short draw. The sample was centrifuged at 3150 rpm for 4 minutes at room temp in a swinging bucket centrifuge. Qc was within specifications prior to and after the event. A sys check data performed in early 2008 was within specifications. A sys check performed on the day of the event after the erroneous results were obtained, resulted out of specifications high. A field svc engineer (fse) was on-site on six days later: the fse found a kink in the wash buffer line at the fluidics tray. Precision testing resulted with good results. The fse verified the instrument per established procedures. Hardware issues may have contributed to this event, however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.